Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device replacement procedure, noise. The noise was reproducible with pocket manipulation. The physician unscrewed the lead and all the leads were reconnected into the header. Noise was still noted on the lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
Edited statement which was missed in initial report by error.

Event description:
It was reported that during the device replacement procedure, noise was noted on the right ventricular (rv) lead. The noise was reproducible with pocket manipulation. The physician unscrewed the lead and all the leads were reconnected into the header. Noise was still noted on the lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable.